Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Attempts were made to obtain additional information. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient underwent an initial right knee procedure. Subsequently, the patient was revised due to pain and implant fracture approximately five years post-implantation. Attempts have been made and no further information has been provided. It was reported that a patient underwent an initial right knee procedure on (B)(6) 2004. Subsequently, the patient's patella was revised on (B)(6) 2012 . Again, the patient was revised due to pain and unknown reasons on (B)(6) 2017.